Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced symptoms described as extreme fatigue, headaches, and dry mouth; however, they attributed these symptoms to their pregnancy and the summer heat. On the night of (B)(6) 2026, the symptoms persisted even after dinner. Suspecting that the sensor was providing a low reading, they performed another glucose check and found that their blood glucose level was high, prompting them to remove the sensor. The customer applied a new sensor but remained concerned about their condition and decided to seek medical attention at the hospital. At the hospital, a capillary blood glucose test was performed, and the reading from the newly applied sensor was reported to be almost identical to the result (unspecified) obtained from the hcp meter. Following the assessment, the physician adjusted the customer's insulin dose and advised her to perform capillary blood glucose testing before initiating any treatment decisions. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 158 mg/dl was compared to a competitor brand meter result of 367 mg/dl. The length of sensor wear was 8 days. When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.